Event description:
Taken from over a dozen reports made by various nursing and medical staff: some of the gloves are just wads of plastic, some are missing fingers, some are discolored. They have weak spots on them, and have broke right off of my hands. In the middle of changing the patient. The gloves ripped, therefore exposed to bodily fluids. Blue cleangaurd gloves come with holes in them and are shriveled up and melted together and rip when opened. Cna had her glove rip and she got patient's stool on her hand & inside glove while cleaning stool from patient. Gloves are very thin and rip easily per rns. I was in the process of changing a patient and noticed that my gloves were torn and had stool smeared on my hand. Continuously tearing, gloves ripping when putting them on. Glove from 2 different therapists were torn, dirty. I have received multiple complaints stating gloves are the wrong sizes or they are completely ripped.